Manufacturer narrative:
Customer did not provide information on sample collection and storage. Per bci troubleshooting, customer removed fibrin clots from inside glucose cup. Calibration and qc performed to specifications and samples run in duplicate mode now match. Bsi field service engineer was dispatched but declined after customer was able to root cause the event. Root cause is associated with customer error in processing clean samples.

Event description:
A customer contacted beckman coulter inc. (Bci) to report thirty one (31) glucm serum patient results did not match when running in duplicate mode on the unicel dxc 800 pro synchron chemistry analyzer. Patients were both male and female. Results were erratic high and low. Results were not reported out of the lab. No report of death or injury have been reported in connection with this event.